Event description:
During an idiopathic ventricular tachycardia procedure, the carto 3 rmt system was not stimulating and ablation could not be performed. The procedure was cancelled. On (B)(6), received additional information requested from bwi representative stating the procedure was rescheduled. Before the procedure was cancelled, the patient was under local anesthesia and a transseptal puncture was already performed. The cancellation was only originated due to the malfunction of the equipment. According to the physician, this action considers to be a potential risk to the patient. Due to this additional information, this complaint became reportable. Awareness date changed from (B)(4) 2013.

Manufacturer narrative:
Investigation still in progress. (B)(4).